Event description:
The facility's biomedical engineering department reported that a colleague pump was being used on a patient who "died unexpectedly after surgery". The pump was reported to be infusing sodium chloride and dextrose at unknown rates. Reportedly, the patient arrived from the operating room to the medical surgical unit and soon after the arrival, the patient expired. Biomed reported that the cause of patient's death was unknown. After the event, the facility requested testing of all equipment used on the patient. Information regarding whether or not autopsy was performed was not available. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics and diagnosis, type of the surgery, the cause of the patient's death, other medication involved, or set up of the infusion device.